Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 due to j6 connector resistance issue. No unexpected low battery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a power error detected alarm. The customer¿s blood glucose was 236 mg/dl. They also reported that the insulin pump has not been exposed to temperatures below 41°f (5°c). Troubleshooting was performed and noticed that the power error detected recurred within a week of troubleshoot previous occurrence. The insulin pump will be returned for analysis.